Event description:
It was reported that the battery was showing low/there was a low battery on the date of report. The implantable neurostimulator (ins) battery depletion was reported as premature. A longevity calculation was performed with the following settings: 1.1v, 450 pulse width, 860 ohms, and used 12 hours per day. The estimated longevity was >120 months. However, it was unknown if this was an issue related to the device as the patient¿s past programmed settings were unknown. The implantable neurostimulator (ins) was turned off when the manufacturer's representative had interrogated it. There were no issues or complaints reported to the manufacturer's representative. The manufacturer's representative would discuss further with the healthcare professional (hcp). Two days later, a family or friend of the patient reported that the manufacturer's representative adjusted the ins and it was determined that the patient programmer ¿was not working properly.¿ the caller stated they could turn the ins on and off, but could not adjust the intensity. The caller noted a flashing yellow light on the back side of it. However, the caller was not positive which light was flashing yellow. The caller stated that the manufacturer's representative was able to adjust the ins with his programmer, but not the patient programmer. The caller stated the patient programmer was not beeping while adjusting it. The caller stated the issue with the programmer had been ¿ongoing for sometimes.¿ the caller stated that ¿since implant and patient had stuff done.¿ in addition, the patient had been going without the ins for ¿quite some time¿ and was taking pain pills. However, they saw the doctor on the date of report and since then the patient had not taken any pain pills. Patient services had the caller check the ins battery. The caller stated the ins was on and flashing green on the patient programmer. The caller stated that the manufacturer's representative told them the ins was supposed to last ten years and this one only lasted five. The caller would try to schedule a replacement in (B)(6). Later, it was reported that the patient would have an ins replacement and the time/date was to be determined. The patient was receiving effective stimulation after a reprogramming session. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. Product ID: 3587a, lot# l42871, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. (B)(4).